Event description:
During removal, the temporary fixation pin broke. The broken piece was retrieved. There was less than 10 minutes added to the surgery time.

Manufacturer narrative:
Device history record and dimensional analysis reviewed. Review of device history records and dimensional analysis indicate the device was manufactured to spec. This MDR is being submitted late as this issue was identified during a retrospective review of complaint files conducted in-conjunction with implementation of revised MDR reporting criteria for zimmer.